Event description:
It was reported that the system had a keyboard stuck control panel error. Control panel errors cause the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the keyboard. The system operates as intended.